Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the severely calcified, tortuous left anterior descending (lad) artery. The lesion was predilated. The 3.00x16 mm taxus express2 drug eluting stent was unable to be delivered on the first attempt. The stent was removed and attempted again. When placed back into the hoop the shaft fractured. No patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.